Event description:
Approximately 1 month and 6 days post tpvr procedure, there was one type I fracture was found at the alterra inflow, rung 1, per core lab reading. However, a review of the medical records provided from the site indicate that the patient underwent successful tpvr with a 29mm s3 + alterra prestent. Echocardiography shows a well-functioning valve. On x-ray, the pulmonary valve prosthesis appears stable and there is no mention of an alterra prestent fracture. Furthermore, per the latest progress note, the patient is doing well from a cardiac standpoint. The physician states there is no evidence of stent fracture.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported from alp clinical study, one type I fracture was found at the alterra inflow, rung 1. At this time follow up has been requested for patient demographics, intervention details and product device information.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The alterra prestent delivery system was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided that showed a review of the one-month fluro by core lab that showed a type 1 fracture found at the inflow. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: alterra adaptive prestent. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for frame strut fracture was confirmed through the provided imagery. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of IFU materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in technical summary. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads based on the finite element analysis (fea) models, accelerated wear and tear (awt) and fatigue testing. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. The technical summary documented a review of available CT scans/imagery for patients with a fractured stent. As reported, "approximately 1 month and 6 days post tpvr procedure, there was a one type I fracture was found at the alterra inflow, rung 1." Per the technical summary, patients who had a fracture exhibited right ventricle outflow tract (rvot) length on the shorter side compared to the population. The technical summary's imagery reviews also suggested that the fractures were likely to occur where the stent apices were engaged with the bend of the patient's anatomy. It is possible that this positioning resulted in some apices of the inflow side of the stent engaging with anatomy, putting strain on the stent. However, as there existed patients with similar anatomical conditions that did not have fractures, the technical summary concluded that shorter rvot length, increased curvature, and increased level of engagement do not dictate a fracture but may increase the risk of one. Although these factors were identified as potential contributing factors of similar fractures, no relevant imagery was provided for this complaint to confirm. Additionally, technical summary reviewed the manufacturing documentation and conducted a sem (scanning electron microscope) micro crack study to determine if microcracks could be present on the frame prior to implantation of the pre-stent. No microcracks were observed on the frames at any phase of the investigation and no evidence of a manufacturing non-conformance that could have contributed to the complaint event was found. While a conclusive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A previous product risk assessment was initiated to capture these events.